Manufacturer narrative:
H3: findings/root cause: device was not returned for evaluation, however, the reported issue was able to be confirmed. No logs or gas path test results available, as per notes the inspiration block got replaced to resolve the issue. Investigation performed on similar cases proved that alarm was triggered with software version >v6.0.1900.0 (including the revised alarm 388 alarm criterion). Investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that this pressure regulator is indeed defective.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vent is giving a tf 271/388 alarm while on patient. There was no patient harm reported.